Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure on (B)(6) 2010. (The patient weight is unknown). According to the complainant, it was reported that the patient's cervix was patulous and required three tenaculum stabilizers to perform the procedure. During the procedure, the tenaculum stabilizers needed to be repositioned several times. At approximately thirty seconds into the heating phase of the procedure, a fluid loss alarm error message occurred with a fluid loss of 10cc's. The rate per minute of the fluid loss is unknown. The procedure was continued and the full ablation cycle was completed. However, it was reported that the patient did not receive an adequate ablation. A second hta procedure set was used to complete an additional ablation cycle. A bivalve speculum was used. During the second ablation phase, the speculum was positioned against the sheath, and the speculum became hot. As a result of the hot temperature of the speculum, the patient sustained a burn to the side wall of her vagina. The burn was noted to be small and was not classified. The physician applied bactroban cream to the burn as treatment. Additional follow up reported that the physician administered the medication cytec to the patient prior to the hta procedure to loosen the cervix, since the patient did not have a history of any prior vaginal birth deliveries. Additional follow up reported that the approximate size and severity of the patient burn are unknown. There were no further complications reported with this event. The current condition of the patient is reported to be good. An additional attempt has been made to obtain patient follow up details with no response from the clinician. Note: this MFR report pertains to the second of two devices used for the same procedure. Refer to associated MFR. Report #3005099803-2010-04151 for a description of the first device.

Manufacturer narrative:
The complainant has indicated that the product has been disposed of and the device will not be returned. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.